Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter. The reporter claimed that the subject meter gets hot. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter failed testing. When the meter was tested, an error 1 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.